Event description:
The device was used during a gastrectomy procedure. Reportedly a component disengaged from the instrument into the patient's cavity. The patient was x-rayed. The surgeon did not retrieve the component.